Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a missing blue winged luer cap. The root cause was determined to be due to operator error during the manual winged luer cap assembly process. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
Baxter (B)(4) received one (1) ce intermate sv 200 device from the customer without receiving a verbal complaint report from the customer. According to the baxter manufacturing facility, the device did not contain the blue winged cap. There is no report of patient involvement. No additional information is available.